Event description:
The reporter indicated that a 13.7mm vicmo13.7 of -9.50 diopter implantable collamer lens was implanted into the patient's left eye (os) on 16-mar-2022. Reportedly the vault is too low but the patient can accept it. The lens remains implanted.

Manufacturer narrative:
Weight, ethnicity, race:unk. This product is not marketed in the us. (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).